Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling great during exercise. The patient felt better after the implantable pulse generator (ipg) was reprogrammed at the last visit. The ipg remains in use. No further patient complications have been reported as a result of this event.